Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because nurse reported break in aseptic technique by patient described as touch contamination and patient did not wash hands before doing the exchange. The assignable cause was not determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
This is a report received by baxter customer home care services (hcs) from a consumer with supplemental information provided by a nurse in (B)(6) of high potassium and peritonitis in a female patient coincident with dianeal 2.5% low calcium and dianeal 4.25% low calcium solutions. On an unreported date, the patient began treatment with dianeal 2.5% low calcium and dianeal 4.25% low calcium (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd) therapy. During a call with hcs, the home patient (hp) reported an experience of peritonitis in (B)(6) 2012 (date unspecified). The hp reported the cause of the peritonitis was due to making a mistake of touch contamination. Per the hp, she was hospitalized for the peritonitis on (B)(6) 2012, has recovered, and was discharged from the hospital on (B)(6) 2012. The hp stated she is now hospitalized again due to high potassium, admitted on (B)(6) 2012 and will be discharged today ((B)(6) 2012). The hp reported she has recovered from the event of high potassium and is still on pd therapy. On (B)(4) 2012 baxter global pharmacovigilance (gpv) followed up with the patient's peritoneal dialysis nurse (pdn) and received the following information. The pdn confirmed the peritonitis event (start date unknown). The pdn clarified the patient was hospitalized for the peritonitis on (B)(6) 2012 and discharged on (B)(6) 2012. Treatment was not reported. The pdn confirmed the cause of the peritonitis was due to patient made mistake of touch contamination and did not wash hands before doing the exchange. Per the pdn the patient was re-trained in proper aseptic technique. The pdn confirmed the patient was hospitalized again on (B)(6) 2012 due to high potassium, that the patient has recovered and was discharged on an unknown date. Concomitant therapy was not reported. The pdn verified the cause of the events of high potassium and peritonitis were not related to pd therapy.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.